Event description:
A us distributor reported that a battery charger had battery/charger faults. A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (battery faults / charger faults) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective fu100 component. The root cause for the defective component could not be positively identified. There was no adverse event that resulted from the damaged charger. Device evaluation of battery sn 86332352 has been completed. The reported problem (will not power on monitor) was confirmed due to the battery pca and cells being contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) was confirmed due to the battery pca and cells being contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.